Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v378034, implanted: (B)(6) 2009, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3387s-40, lot# v378034, implanted: (B)(6) 2009, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that one of the patient¿s leads measured low impedance. The bipolar values measured less than 141 ohms. Just the right ventral intermediate lead was affected; there were no issues on the left ventral intermediate lead. Impedance values were as follows: contacts 8 and 9 were 140 ohms, contacts 8 and 10 were 98 ohms, contacts 8 and 11 were 92 ohms, contacts 9 and 10 were 76 ohms, contacts 9 and 11 were 136 ohms, and contacts 10 and 11 were 93 ohms. All unipolar values were within acceptable range between 611 and 628 ohms. Reprogramming was required as a result of the event. It was noted that patient has essential tremor and progressive multiple sclerosis. The patient¿s health care provider (hcp) turned the device off and did not see any difference in the patient¿s tremor. He reprogrammed the device to a lesser voltage setting. The hcp was to be contacted if the patient¿s tremor symptoms acted up again over the few days following the reprogramming. There were no patient symptoms or complications associated with this event. Action was planned as a result of the event but it was not yet taken. The patient status at the time of report was alive with no injury. Additional information received reported that the patient was doing fine. The cause of the impedance issue was not determined. His tremor symptoms were not present due to his progressive disease. Because of the disease progression, there was no way to assess the clinical efficacy. The physician¿s plan was to wait to hear from the patient¿s nurse if his tremor condition changes and then he would decide on the appropriate action. A follow-up report will be submitted if more information becomes available.